Event description:
It was reported that the pt has expired approximately after implant duration of 0.01 months, due to renal failure. It is unknown if the death was device related. It was additionally reported that a second device, model #6900tfx, was implanted. Refer to MFR #6000002-2008-08963. No further details were provided.

Manufacturer narrative:
Renal failure. Device not returned.